Event description:
Leica biosystems received a complaint of poor processing. On (B)(6) 2025, the customer informed the leica field applications specialist (fas) investigating this event with the complainant that, "one case undiagnosable on immunohistochemistry stains...re-biopsy recommended for this lymph node biopsy case."